Event description:
A 20 mm diameter x 3.75 cm length aneurx aortic extension cuff with xpedient delivery system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. It was reported that an adequate seal was not achieved after the implantation of a 16 mm diameter x 11.5 cm length aneurx iliac stent graft into the common iliac artery. The physician decided to implant the 20 mm diameter x 3.75 cm length aneurx aortic extension cuff to provide an adequate seal. The extension cuff was deployed, accurately and with significant overlap, inside the iliac limb. It was reported that after deployment the physician thought the stent graft was fully unsheathed, however, the distal stent rings did not appear to be fully expanded.